Manufacturer narrative:
Analysis of the device and leads are in process; the results will be forwarded when available. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. (B)(4): the device was returned and analyzed and found to have no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to section f10 for all four products. Analysis of the leads are in process; the results will be forwarded when available. Evaluation summary: (B)(4): the device was returned and analyzed and found to have no anomalies. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the after the patient died the device was given to the family. The device was active, reporting shocks delivered and sending carelink transmissions. The caller was instructed to have the family bring in the device to have it turned off. Per the manufacture database, the patient died seven months post implant of a biventricular defibrillator and two leads. Cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
Asku